Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, rupture. Discovered, during surgery. This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 1 opening assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported rupture discovered during surgery. This record is for the left side. Healthcare professional later confirmed that the device has been discarded.